Event description:
Foley catheter leaking urine at the needle-less urine sample port. Manufacturer response for foley catheter, bard (per site reporter). Manufacturer has released a device notification for this product which is attached to this report.